Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
They had to get the system from downstairs in order to complete the case.

Manufacturer narrative:
Additional product added to d10. Additional annex g added in h6. Continuation of d10: product ID: bi71000450, lot number: unknown h3, h6: the system was serviced in the field and it was found the 5v was out of range. The ps1 connections were cleaned, and the 5v adjusted. B01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: multiple annex a codes were coded for this event. A0905 was coded for the 3d spin being interrupted. A090501 was coded for the system being unable to complete a spin. A1102 was coded the the system showing "initializing." H3, h6: no products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a procedure on (B)(6) 2024, the site was unable to complete a spin. The workflow utilized was: the site was able to acquire 2d scout shots without issue. They attempted a 3d spin which stopped roughly one quarter of the way through with no reported error messages. The site reported they were holding down the button continuously. They performed a reboot, and the system displayed "initializing," then displayed the 2d image acquisition screen. The radiation was not reported to be disabled. The site was able to clear e-stop without issue. The site attempted to switch the image acquisition system (ias) to 3dmode, and the pendant displayed "initializing," and then reverted to the 2d screen. System was swapped with another imaging system to complete the procedure. This was the second occurrence of this issue. There was less than an hour delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
Additional information added to section a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.